Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test from service manual. Under 45 ml when it should be 50 ml". The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.